Event description:
Three plunger holder/ track iis were received for repair of broken retainers. During in-house testing, two of the three failed to alert load syringe plunger while on a test fixture. No patient injury or treatment was associated with this event.